Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a result of 98mg/dl on their blood glucose meter. The consumer immediately performed another test using the very same meter and strips getting a result of 33 mg/dl. The difference in the readings was determined to be clinically significant. The meter in question will be retuned for evaluation.